Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (244 mg/dl) the customer took a manual injection to stabilize bg level. Reportedly, the customer was taking too long during the load process causing elevated bg level. During the call with tandem technical support (cts) the customer was assisted to complete the load process and was able to resume insulin delivery. In addition, it was reported that the customer experienced an elevated bg level earlier of (275 mg/dl) reportedly, the customer got advice on how much to bolus from mother and father to stabilize bg level. The customer stated the cause of the elevated bg level was due to not taking a bolus after dinner. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.